Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the patient got implanted on (B)(6) 2005 and couldn¿t ever get the stimulator to work. The patient stated that they didn¿t think the doctors knew how it worked either. It was reported that the patient never received therapeutic benefit. The patient was very confused and stated that they didn¿t know when they last used it, and th at they no longer had a managing healthcare provider (hcp). Physician listings were sent to the patient and they were to follow up with a hcp. Indication for use is other pain indications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the patient. It was reported that they needed to have their implantable neurostimulator (ins) changed because it wasn't doing anything. The patient further stated that they didn't know if the ins was turned on anymore and mentioned that they didn't think it was. The patient mentioned that they had recently turned their ins settings down low and that they thought it was probably turned down too low because it wasn't helping with their pain. It was noted that the patient thought their ins was off because a physician told them to put a magnet on the device, which would turn it off.